Event description:
It was reported that the patient wore a pod for between 4 and 24 hours. The patient stated that they applied a new pod the previous day and later began experiencing discomfort at the infusion site. The following day, patient noted that the adhesive appeared wet with insulin and continued to experience pain at the site. As a result, the patient removed the pod. Upon removal, it was observed that the needle had not retracted, indicating a needle mechanism failure. No impact to the patient's blood glucose level was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.2.1 operating system: 26.5 hardware: iphone14.2 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.